Event description:
Pt reported a lap-band that "has slipped and is causing gastric obstruction," was first noticed when the pt experienced "severe restriction, stomach pain, and the inability to eat. I [pt] started gaining weight about six months ago." The lap-band system will be explanted and not replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date and the "ap" provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, obstruction, and abdominal pain are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of band slippage, obstruction, and pain as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."